Manufacturer narrative:
(B)(4). 1627487-07262012-002-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient's ipg is inoperable as she stopped recharging a few months ago but now wishes to resume therapy. Surgical intervention may take place at a later date to address the issue.